Manufacturer narrative:
References the main component of the system and other applicable components are: product ID neu_unknown_lead, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for rsd/cau salgia-complex regional pain syn. It was reported that the patient had a scs component remaining implanted. It was noted that the calling hcp did not have information regarding the system explant. Per the caller, the patient claimed that the lead was accidentally left implanted. No further complications were reported.